Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's l4 lead was autoreducing due to high impedances caused by lead fracture. Surgical intervention may occur to address the issue.